Event description:
The end-user fell off of the unit due to the item being defective. The notification of the event states that the end-user was injured, and she sought medical treatment. No further information was able to be obtained regarding this event, as no one could be reached to obtain further information.